Manufacturer narrative:
A corrective/preventive action plan has been initiated by the manufacturer to address this issue. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report: 1627487-2018-10874. This record is being proactively initiated based on the acknowledged implanted or unknown status which was in response to the medical device recall removal activity, letter dated (B)(6) 2018. The listed serial number for the infinity dbs (deep brain stimulation) lead may contain an electrode that was not manufactured according to specification. No consequences or impact to the patient have been reported.

Manufacturer narrative:
Description should have included 'deep brain stimulation' rather than 'deep brian stimulation' in the initial report submission.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-10874. Additional information received indicated the radiograph is normal; therefore, the material segregation issue described in fsca 1627487-10/16/18-001-r did not affect this lead. No additional action with the patient is necessary.